Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported unspecified alarms on the display, which could indicate a failure to deliver therapy. There is no reported pt involvement.